Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer uses cold insulin to fill cartridges. The customer¿s blood glucose level reached 105 mg/dl. Reportedly, the customer had manual injections for insulin therapy.